Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 118.8 (119) miu/ml with a data flag and was reported to the emergency room. Based on a previous result for the patient, the patient's physician called the laboratory to dispute the reported result, and requested retesting of the sample. On (B)(6) 2012, the sample was repeated on the original analyzer and the result was 9588 miu/ml with a data flag. A corrected report was issued providing 9588 miu/ml, as the correct result. The patient was not adversely affected. The sample was retested on the original analyzer after recalibration and qc with a result of 8536 miu/ml with a data flag. The sample was also tested on the site's second cobas e601 analyzer serial number (B)(4), after recalibration and qc with a result of 8700 miu/ml with a data flag. The hcg+ss reagent lot number was 16758402, with an expiration date of 07/31/2013. The field service representative could not find a cause and stated there was a possible bubble in the sample. He ran successful performance testing and verified the analyzer was in proper working order.

Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration and quality controls were within expectations. Analyzer performance checks were within specification. No reagent or instrument issues were found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.